Manufacturer narrative:
It could not be confirmed that the programmer would not stay powered on. However, it was noted that the battery was dead and would not charge. There was no power supply returned with the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not stay powered on, even with the power cord plugged in. The programmer would boot up and quickly shut itself down. The programmer has been returned to service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis found there were no light-emitting diode (led) indications, when the battery was inserted into an operating programmer the charge led flashes. The programmer shutdown immediately after removing ac power. An analysis of the battery was performed. This analysis indicated cell imbalance and a blown fuse. Conclusion: confirmed the reported event caused by battery pack failure, the contributing failure modes included cell imbalance and blown fuse.